Event description:
When instrument was returned for repair, it was found to have the tip broken off and missing. Hosp stated they have no pt injuries or delays reported for this device, however can not answer as to the location of the missing piece.